Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported that he developed melanoma on his leg which he alleges was directly caused by the dexcom receiver. He stated that he used to carry his g4 receiver in his right pocket over the front of his calf. (It is presumed that he meant to state over the front of his thigh based on his description that the location is where you would rest your hand, and the report that it was visible when he pulled up the leg of his bike shorts.) He stated that he carried it there for about 18 hours per day for 2 years and developed melanoma in his right leg at that location. He had surgery to remove the melanoma and recovered with no related complications reported. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.